Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported while using the bd preset¿ eclipse¿ the nurse experienced difficult plunger movement. The following was reported by the initial reporter. "When the nurse used the abg to collect blood, she found that the vent of the blood collection device stopper was malfunctioning, and the arterial blood pushed the stopper."